Event description:
It was reported there was an implantation of a tibia baseplate size 3 right on the left side at a surgery. The patient underwent a surgery on the correct side but received an implant which is dedicated for the contralateral side. No revision surgery has been performed.

Manufacturer narrative:
Additional information: the associated complaint device was not returned for evaluation. (B)(4).